Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation bipap pro device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician found no evidence of visible foam particles in the assembly, but the device had a blfm-blower foam degradation inside the blower kit and had dust contamination. Additionally, the device displayed an error code e063(err_stuck_knob_key) and e020(err_motor_spinup_flux). The device was scrapped by the service center after the evaluation was completed. The device was scrapped by the service center after the evaluation was completed.